Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of guide catheter break.

Event description:
It was reported to boston scientific corporation that an advanix-naviflex rx biliary stent was to be implanted in the common bile duct during an endoscopic retrograde cholangiopancreatography procedure (ercp) performed on (B)(6) 2024. During the procedure, the guide catheter was broken. The procedure was completed with another advanix biliary stent. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that an advanix-naviflex rx biliary stent was to be implanted in the common bile duct during an endoscopic retrograde cholangiopancreatography procedure (ercp) performed on (B)(6) 2024. During the procedure, the guide catheter was broken. The procedure was completed with another advanix biliary stent. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of guide catheter break. Block h11: the advanix-naviflex delivery system was received for analysis; the stent was not returned. Visual examination of the returned device found the pull wire was actuated and the guide catheter was detached. It was also found that the hypo tube was not inserted within the guide catheter, the hypo tube was found inside the push catheter. The guide catheter and the wire from the hypo tube were kinked. No other damages were noted to the delivery system. The reported events of guide catheter break and stent failure to deploy were confirmed. Taking all available information into consideration, the investigation concluded that the observed damages were most likely due to the physician technique at the time of the stent deployment caused the guide wire and the pull wire to get kinked, and/or it is possible that the excessive force applied to pull the device led to the guide catheter detachment. However, from a product analysis point of view, this cannot be determined. Therefore, the most probable cause was unable to be established.